Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they were in the hospital and needed a magnetic resonance imaging (MRI). The patient stated they had been at the hospital for 3 days and they were not doing it and they didn't know what they were waiting for. The patient mentioned they had nerve pain in their spine from their rectum to her tailbone and vaginal area. The patient stated their medication would run out november 5th. The patient stated they planned on having the pump removed. The patient was redirected to their healthcare provider to further address the issue. The patient provided their managing health care provider (hcp) but now they had discharged them as patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient's condition was getting worse. The patient stated they had a ganglion procedure by the tailbone and something happened so there was a little bit of pain and swelling but not bad at all and the pain meds weren't helping, the pain was getting worse and worse. Their managing health care provider (hcp) sent them a letter stating they would no longer manage the patient's care and recommended the pump be removed to assist in transition of patient's care. The patient stated they wanted to keep using the pump but the hcp wouldn't help them find a new hcp. The patient was very agitated that mdt was not able to call the hcp's office for the patient to find out how much medication they had left in the pump. The patient stated they were in horrific pain. The agent offered hcp listings and reviewed mdt vs hcp role. The patient was escalated throughout the call and disconnected so no further information could be obtained/clarified. Additional information received from a patient indicated that they needed to find an hcp to manage and fill their pump. The patient stated that the hcp had dismissed her and stated she had surgery done and during the surgery hit an entrapment nerve. The agent had a hard time clarifying events and dates as the patient was all over the place. The patient mentioned having pain and was supposed to have the pump filled (B)(6) 2025. The agent resent email listings to correct email and reviewed home health care agency contact numbers for the patient to call. The patient reported the same events already reported in the previous call.

Manufacturer narrative:
H6: note that coding has been updated based on new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.